Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2021. During the procedure, the device did come into patient contact; however, the clip did not deploy. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6) block h6: medical device code a15 captures the reportable issue of clip did not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed and it was observed that the capsule was highly deformed and the clip arms were misaligned. Functional evaluation was performed, and the clip arms could not be opened as the capsule was highly deformed. However, the clip assembly was able to release from the catheter without any problem. Dimensional examination was performed on the outside diameter of the bushing, and it was noted to be within specification. No other issues were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Block h2 additional information: b5 (describe event or problem), e1 (initial reporter title, initial reporter first name, initial reporter facility name, initial reporter phone), e3 (occupation), h6 (impact codes), h8 (usage of device) block h6: medical device code a15 captures the reportable issue of clip did not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed and it was observed that the capsule was highly deformed and the clip arms were misaligned. Functional evaluation was performed, and the clip arms could not be opened as the capsule was highly deformed. However, the clip assembly was able to release from the catheter without any problem. Dimensional examination was performed on the outside diameter of the bushing, and it was noted to be within specification. No other issues were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2021. During the procedure, the device did come into patient contact; however, the clip did not deploy. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on (B)(6), 2022** it was reported that the procedure performed was colonoscopy and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the device did come into patient contact; however, the clip did not deploy. No patient complications have reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.